Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Devices were reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a superior capsule repair (scr) with four anchors the threads tore off. Two anchors were left in the patient and two were removed from the patient. In order to remove the anchors, the surgeon needed to change the surgical technique to an open procedure. The surgery was finished successfully with a new device with the same part number. It was not necessary to do a second surgery. Update 21-jun-2019: the anchors left in the patient are reported to be fixed and cannot move. No further anchors were put on it. It was also reported that no consequences are expected for the patient. An additional cut was made to better access the surgical area.